Event description:
It was reported that during unrelated service, the cardiosave intra-aortic balloon pump (iabp) fiber optics were found to be damaged. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. Getinge field service engineer (fse) attended the site and located the unit to unit to be repaired, dismantled the unit and re-fitted new fiber optical sensor extension cable (d012-00-1562), reassembled the unit and tested to specifications. Unit was returned back to service fully functional.

Event description:
N/a.